Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called and reported the customer received emergency medical assistance due to high blood glucose on an unspecified date with blood glucose of unknown value at the time of the incident. The caller did not mention how the customer treated. The caller did not mention any symptoms for the customer. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode was active. Troubleshooting was not completed. The caller also mentioned a second hospitalization due to diabetic ketoacidosis and high blood glucose on another unspecified date. The caller did not recall information about the hospitalizations. The insulin pump will not be returned for analysis.